Event description:
Several nurses tried to use the #20 gauge insyte catheters and noted that the catheters were dull and not able to achieve venipuncture. The devices were pulled from inventory due to splitting of the catheters and burrs when withdrawn from the patients. The nurses did not recall specifically which patients were subject to the dull catheter needles, however no harm occurred to patients besides the need for multiple IV attempts. The staff switched to another box of 20g insytes and did not have the reported problem. The box of insyte catheters was sent back to the manufacturer.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.